Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va0whz9, implanted: on (B)(6) 2015, explanted: on (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from patient's friend/family member. It was reported that shortly after first implant patient experienced some discomfort and redness at ins site however not at the incision site. Caller said that patent was diagnosed with mrsa infection and received antimycin and oral antibiotics. Caller said that once the infection had cleared the patient did receive device replacement.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0whz9, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
A consumer reported that a patient went through stage 1 and 2 and ended up with an infection 10 days post operation of stage 2. The implantable neurostimulator (ins) was taken out and after "1v meds" and "po" meds they eventually healed. The symptoms started again after that so a new ins was implanted. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.